Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed fault codes including a 'shorted lead' message and exhibited premature battery depletion (eol). Guidant received additional information that this device was explanted. The lead was tested at the time of replacement and was left in-service.